Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 partially stretched and partially coiled metallic pieces of wire') in an adult female patient who had essure (batch no. B66016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil: 2 partially stretched and partially coiled metallic pieces of wire /right essure coil: stretched piece of wire". The patient's previously administered products included for an unreported indication: levonorgestrel on (B)(6) 2013. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ pain right side"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches,"). In (B)(6) 2016, the patient experienced skin discolouration ("rash/skin condition:dark marks on face and back of neck,"). In (B)(6) 2019, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain lower ("lower stomach pain"), hypersensitivity ("hypersensitivity"), alopecia ("hair loss"), bladder disorder ("bladder problems"), the first episode of headache ("headaches"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), nausea ("nausea"), the second episode of headache ("headaches"), swelling ("left sided swelling") and food allergy ("sensitivity to acidic beverages") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, skin discolouration, alopecia, bladder disorder, gastrointestinal disorder, tooth disorder, nausea, the last episode of headache, swelling, weight increased, weight decreased, food allergy, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, food allergy, gastrointestinal disorder, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, skin discolouration, swelling, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion.. Lot number: b66016 manufacturing date: 2013-08, expiration date: 2016-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 partially stretched and partially coiled metallic pieces of wire') in an adult female patient who had essure (batch no. B66016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil: 2 partially stretched and partially coiled metallic pieces of wire /right essure coil: stretched piece of wire". The patient's previously administered products included for an unreported indication: levonorgestrel on (B)(6) 2013. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ pain right side"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches,"). In (B)(6) 2016, the patient experienced skin discolouration ("rash/skin condition:dark marks on face and back of neck,"). In (B)(6) 2019, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain lower ("lower stomach pain"), hypersensitivity ("hypersensitivity"), alopecia ("hair loss"), bladder disorder ("bladder problems"), the first episode of headache ("headaches"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), nausea ("nausea"), the second episode of headache ("headaches"), swelling ("left sided swelling") and food allergy ("sensitivity to acidic beverages") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, skin discolouration, alopecia, bladder disorder, gastrointestinal disorder, tooth disorder, nausea, the last episode of headache, swelling, weight increased, weight decreased, food allergy, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, food allergy, gastrointestinal disorder, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, skin discolouration, swelling, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion. Lot number: b66016, manufacturing date: 2013-08, and expiration date: 2016-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 partially stretched and partially coiled metallic pieces of wire') in an adult female patient who had essure (batch no. B66016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil: 2 partially stretched and partially coiled metallic pieces of wire /right essure coil: stretched piece of wire". The patient's previously administered products included for an unreported indication: levonorgestrel on (B)(6) 2013. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ pain right side"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches,"). In (B)(6) 2016, the patient experienced skin discolouration ("rash/ skin condition: dark marks on face and back of neck,"). In (B)(6) 2019, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower stomach pain"), hypersensitivity ("hypersensitivity"), alopecia ("hair loss"), bladder disorder ("bladder problems"), the first episode of headache ("headaches"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), nausea ("nausea"), the second episode of headache ("headaches"), swelling ("left sided swelling") and food allergy ("sensitivity to acidic beverages") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, skin discolouration, alopecia, bladder disorder, gastrointestinal disorder, tooth disorder, nausea, the last episode of headache, swelling, weight increased, weight decreased, food allergy, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, food allergy, gastrointestinal disorder, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, skin discolouration, swelling, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, device physical property issue. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information added. Event: 2 partially stretched and partially coiled metallic pieces of wire added. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.